Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hepatectomy procedure, while stapling a vessel, the surgeon was able to press green button but could not squeeze the handle. The device was not able to fire. The surgeon used another reload and handle to complete the procedure. There was no patient injury.